Event description:
Patient allegedly received an implant on (B)(6) 2013 via the left common femoral vein due to bilateral pulmonary embolism (pe) and lower extremity deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava perforation, strut impinging the aortic wall and one strut protruding posteriorly beyond the ivc into the paraspinal region. Patient notes and further alleges one unsuccessful retrieval attempt (B)(6) 2017 and one successful retrieval (B)(6) 2017, chest discomfort and difficulty breathing. Patient additionally alleges "grade 3 perforation x 1 (greater than 3mm); grade 2 perforation x 1 (greater than 3mm); grade 1 perforation x 1; significant tilt of ivc filter; one strut impinging the aortic wall; one strut protruding posteriorly beyond the ivc into the paraspinal region". Per the 17oct2013 ivc filter placement: "patent left external iliac, common iliac veins. Patent ivc. Patent renal veins. Uneventful insertion of infrarenal ivc filter". Per the 23feb2017 attempted ivc filter removal: "impression: patent ivc. Infrarenal cook celect ivc filter with slight filter tilt. Apical hook free of thrombus. The left lateral filter leg appears to have penetrated the ivc and now the tip/hook of the filter leg is embedded at the level of the right lateral infrarenal abdominal aortic wall with probable wall thickening". Per the 20sep2017 ivc filter retrieval: "filter integrity: intact, however a significant tilt with the apex of the filter to the right was noted. Intra-filter thrombus: not present. Leg penetration: present. Hook position: not embedded. Filter retrieval: at this point, a snare was advanced through the sheath and opened in the suprarenal ivc. This snare was then used to capture the hook at the apex of the filter. Once the hook was ensnared, cannot attention was applied to straighten out the ivc filter and then the sheath was advanced over the snare and subsequently over the filter until the filter was freed from the wall of the ivc and captured within the sheath".

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation (vessel and organ). (Device code): appropriate term/code not available (3191) for device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vc/organ (paraspinal) perforation, tilt, chest discomfort, difficulty breathing. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest discomfort, difficulty breathing is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56." This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2013." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.